Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator interface and ps4 power supply were evaluated and replaced. The system was tested and found to working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.